Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather product ID information and no further info is available no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. The reported event is unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent surgery approximately 2 months ago. The patient then had a post-op check about two weeks later with no signs of infection and had their sutures removed. Subsequently, an infection was first noted by the patient 3 days later. The patient went to ER due to swelling. The bone graft was not saved after removing. No further information is known.